Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available, as the device was disposed.

Event description:
It was reported that there was a pericardial effusion. The procedure was cancelled. During a left atrial appendage (laa) closure procedure was being performed, a versacross connect for laac kit was selected for use. The physician obtained right groin access with micro-puncture. The versacross connect with watchman sheath (was) was inserted using versacross rf wire. A half dose (5000units) of heparin was administered prior to the transseptal puncture (tsp). The physician successfully performed the tsp at mid/anterior and mid/inferior location, with no issues reported. Another half dose of heparin was given after the tsp. The rf wire was advanced and left in the left pulmonary vein. Then, the versacross dilator was removed and inserted the non-boston scientific pigtail catheter in order to position the was in the laa of the patient. Act was noted to be above 400. It was noted via transesophageal echocardiogram (tee) imaging that the patient had a pericardial effusion. Protamine was given and the physician performed a pericardiocentesis and removed 160cc of blood. The patient was monitored for fifteen minutes and then the procedure was ended with no closure device implanted. A j-bulb was left in chest for potential drainage and patient was admitted to intensive care. The patient was extubated later and there was no further pericardial effusion. The patient did not experience any other complications and is expected to make a full recovery. The device is not expected to be returned for analysis (disposed). The physician commented that it was a "smooth trans septal". There was no malfunction of the versacross. The versacross rf wire was always in view on tee and did not go into the appendage, only in the vein. This physician uses the pigtail catheter to navigate into the appendage. There were also 2 contrast shots done with no contrast leak visible from the appendage. The physician did not feel the transseptal was the cause of the pe. The patient was discharged the following day with no further complication or pe.